Event description:
The patient had a left femoral arterial line placed. The patient had numerous arterial lines placed prior to this one and had multiple problems which resulted in their removal. This patient had complex congenital cardiac anomalies including heterotaxy - single ventricle physiology. The patient had been placed prone for evaluation for where to place a peripheral intravenous line (piv). The rn noted that the arterial wave form flattened out. The rn evaluated the arterial line by removing the dressing. The rn noted that the catheter was bent, and broken off at the point where the catheter connects to the wing shaped securing device and hub. The rn was able to place pressure on the site immediately, catch the catheter which was just under the skin, and pull it out. There was no significant blood loss. The catheter was removed intact and a pressure dressing was applied. This event did not negatively affect the patient.